Manufacturer narrative:
Patient information was unavailable from the site. A manufacture representative inspected the imaging system onsite and confirmed the issue. The mobile view station (mvs) computer was replaced and the issue resolved. A full imaging system checkout was performed after part replacement and all tests passed. The mvs ethernet coupler was returned to the manufacturer for evaluation. Through functional testing; performance testing; and visual/physical examination, it was confirmed that there was not a green line of communication. There was no connection due to damage to the ethernet coupler.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac thoracolumbar procedure. It was reported that after connecting the imaging system to the navigation system and confirming communication, the systems were disconnected in order to connect the imaging system to the worklist server. However, after pulling the patient onto the imaging system and reconnecting the systems, it was not possible to get a green line of communication. There was no reported impact on patient outcome.

Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that the system passed test. Os and applications loaded successfully. No fault found.